Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected tsh results generated by the unicel dxc 600i synchron access clinical system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The device was received with a ruptured reservoir (evaluation results of this failure mode will be submitted in another report) and a red luer cap (non-baxter product). The reported condition of the leaking connection of the needle was not duplicated; therefore, the root cause for could not be determined. A batch review has been performed. No nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The device has been received to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had a leak on the connection of the needle. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.